Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 127619/a10351, model/catalog description: scs 50cm iii lead 8 contact lead.

Event description:
A report was received that the patient experienced inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.